Event description:
Additional information was received as follows: the vessel was small and non-calcified. The patient was being treated for a very proximal thoracic aortic aneurysm and also needed to cover the lsa. Films were received and reviewed as follows: the long thoracic aneurysm extends to the abdominal branch vessels. The right iliac artery is stented. The type iii fabric endoleak is aligned along the outer curve along with the connecting bar of the proximal graft. The connecting bar of the distal stent graft on inside of curve. There is no evidence of a stent or connecting bar fracture. It is possible that the connecting bar cut through the graft fabric over time along the apex of the outer curve. The free flo stent and ro marker on the proximal graft appear to be partially detached on the inner curve of the stent graft. This does not appear to have adversely affected the seal region; there is no evidence of a type I endoleak in the area.

Event description:
Additional review of the ctas revealed that the type iii endoleak is originating near the junction between the original proximal and distal talent grafts. The leak is on the inside bend right where the proximal graft ends. The exact device that has the endoleak cannot be confirmed, but I suspect the leak is in the distal talent graft, right below the overlap junction with the proximal piece. This would make more sense from a fatigue wear standpoint. The c-bar is bent in that location, but is surprisingly not fractured. The only observation of note is that there are two overlapping ro markers at or very near the leak location. The two markers are one of the bottom edge markers from the proximal graft, and the figure 8 marker on the distal graft. This figure 8 marker is located along the c-bar two body stents down from the upper edge of the fabric. The endoleak is likely caused by fabric wear. The cause of the fabric wear is unknown, but could be any or all of: crease wear, ro marker abrasion, or stent abrasion.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Lack of information (cause of endoleak is unknown). Conclusion: lack of information (cause of endoleak is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a proximal thoracic aortic aneurysm approximately 10 months ago which also required the lsa to be covered. The vessel was small and non-calcified. The patient had a pre tevar common iliac stent implanted on an unknown date. A talent tf4242c198cp and tf4646c197cp were implanted without complication. It was reported that physician believed that there was a type iii fabric endoleak. It was not confirmed if this endoleak was a type iii or a type I endoleak. Approximately eight weeks ago a valiant vamf4646c200tu stent graft was selected for repair of the endoleak. The physician was using a conduit to insert the valiant stent graft delivery system when it caught on the previously deployed iliac stent. The delivery system could not be advanced any further and was removed. The iliac stent was ballooned and the valiant was inserted a second time. The device was unable to advance and was removed. The delivery system did not kink during these attempts. A second valiant device of the same size and length was successfully inserted and used to treat the patient. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received. It was reported that the proximal thoracic aorta at implant measured 38mm and the thoracic aorta was pretty tortuous. The aneurysm size at implanted was noted as 6-7cm. It was also noted that a conduit was required to deliver the device. The physician stated that they believed that there was a type iii leak caused by the connecting bar separating from the talent graft. This was reportedly noticed at a follow up appointment and the physician stated that it was related to the device. The patient did receive treatment and had two valiant grafts placed to cover the area of concern. This reportedly resolved the issue. No additional clinical sequelae were reported and the patient is fine.

Event description:
Review of returned cta's from 45 months post-implant revealed that several stent grafts were positioned within the descending thoracic aorta. Near the stent graft mid-length where the device is seen acutely angulated at approximately 90 degree, there is contrast seen in the thoracic aortic aneurysm, likely from a type iii endoleak. The endoleak is near the proximal end of the most distal talent device near to where the c-bar is also acutely angulated. The stent graft outer diameter of the distal talent stent graft measures 47mm, and the c-bar of this distal device has been oriented along the inside curvature. The exact cause of the possible type iii endoleak is unknown, and it is uncertain if the c-bar or stents near the endoleak may have fractured and potentially contributed to the endoleak. The previously seen type iii endoleak near the arch is no longer visible. The stent graft lumen is patent and no other stent graft issues are observed.

Event description:
Additional information was received for this case. It was reported that the patient presented with a type iii fabric endoleak and a pseudoaneurysm around the proximal stent graft. The physician performed a secondary intervention and relined the talent stent graft into the ascending aorta with another manufacturer's stent graft, resolving the event.